Event description:
It was reported that balloon rupture occurred, and the procedure was cancelled. The 94% stenosed target lesion was located in the moderately tortuous and severely calcified middle left circumflex artery. A 3.50mm x 8mm nc emerge balloon catheter was advanced for dilatation. However, during the procedure, the balloon burst and protector tip damage was noted. No patient complications were reported; however, the procedure was not completed.